Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the blood glucose ran high to 500 mg/dl. The drive support cap appeared normal and recessed. The customer found a small air bubble in the tubing and was assisted in priming it out. The insulin exited at the quick release and no leaks were observed. The insertion site was not sore or irritated and the cannula was straight. The bolus wizard and basal rate settings were programmed accurately and the time and date were correct. The bolus history displayed all entries based on the customer's recollection. The customer was unable to perform the high pressure test and was sent tubing clamps. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.